Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of suspected programming error was not able to be confirmed as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Laboratory testing and inspection of the suspect devices could not be performed since the incident devices were not received for this investigation. The event date was reported to have occurred on 03 november 2025 at 10:00 pm. The facility provided event logs of the suspect pump modules. The data set was not provided by the facility; therefore, both specific profile and medication information could not be determined in the log review. A review of the pump module event log detailed events could not be determined because the logs had been overwritten due to continued use after the reported incident, and the relevant events were no longer available. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. Bd alaris¿ system with guardrails¿ use manual v12.3.2 states that the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of suspected programming error could not be determined, as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected programming error. A morphine drip was hung in one channel at 2ml/hour and normal saline was hung in one channel at 10ml/hour. At around 10pm they found the morphine at 10ml and normal saline at 2ml. There is a conflict in what occurred, one person stated the 2 channels were side-by-side on the right side of the brain at the time of set-up. Another person states that the morphine was on the left side of the brain and the normal saline was on the right side. This person states that it was set up according to the order and there was no error at that time. When the error was discovered, both channels were on the same side. The reporter was concerned the IV administration lines had been switched. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected programming error. A morphine drip was hung in one channel at 2ml/hour and normal saline was hung in one channel at 10ml/hour. At around 10pm they found the morphine at 10ml and normal saline at 2ml. There is a conflict in what occurred - one person stated the 2 channels were side-by-side on the right side of the brain at the time of set-up. Another person states that the morphine was on the left side of the brain and the normal saline was on the right side. This person states that it was set up according to the order and there was no error at that time. When the error was discovered both channels were on the same side. The reporter was concerned the IV administration lines had been switched. There was patient involvement but no harm.